Event description:
It was reported that during follow-up, the pulse generator of an asymptomatic patient was found to be operating in backup mode. The device could not be restored due to low battery voltage. The patient was unable to undergo surgery at that time due to an unrelated health condition. On (B)(6) 2014, the device was explanted and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.